Event description:
Caller reported an alarm occurring during bolus, with multiple occlusion events happening almost daily over the past three months. Customer's blood glucose level was reported as high, exceeding 500 mg/dl, but a specific value was not known. To address the high blood glucose, the customer administered a correction injection using multiple daily injections and resumed insulin. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.